Manufacturer narrative:
(B)(4) has been issued for the return of the device. Model irc5po2v serial number (B)(4) is manufactured approximately 11 months ago. The consumer has been using the device for 4 days. It is unknown if the concentrator was in the dealer's stock or if the device has been used prior to this consumer. The consumer has been given replacement unit to (B)(4). Storage, packaging and transportation of the device were not documented in the dealer's statement. On page 11 of the user manual, pn 1143482, there are checks for damage while unpacking provided: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier", the dealer did not state that he notified the carrier. It is unknown if the consumer has fully read and understands the user manual. On page 2, the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. It is unknown if the particles appear after daily cleaning or the device has not been cleaned in the 4 days of usage. The cleaning procedure for the humidifier can be found on page 24. "Cleaning the humidifier note: to clean the oxygen humidifier, follow the instructions provided by the manufacturer. If none are provided, follow these steps: clean the humidifier every day. Wash it in soapy water and rinse it with a solution of ten parts water and one part vinegar. Rinse thoroughly with hot water and refill with distilled water to the level shown on the humidifier. (B)(4) - device was found with non-invacare parts installed. Non-invacare parts were removed. Device rebuilt with invacare parts. A functional test determined that there was no issue found.

Event description:
The consumer states after 4 days of using the concentrator, there are fiber particles coming from the concentrator going into the humidifier bottle. No injury is alleged.

Manufacturer narrative:
A (B)(4) has been issued for the return of the device. Model irc5po2v serial number (B)(4) is manufactured approximately 11 months ago. The consumer has been using the device for 4 days. It is unknown if the concentrator was in the dealers stock or if the device has been used prior to this consumer. The consumer has been given replacement unit to remediate. Storage, packaging and transportation of the device were not documented in the dealers statement. On page 11 of the user manual pn 1143482 there are checks for damage while unpacking provided: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier", the dealer did not state that he notified the carrier. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. It is unknown if the particles appear after daily cleaning or the device has not been cleaned in the 4 days of usage. The cleaning procedure for the humidifier can be found on page 24. "Cleaning the humidifier note: to clean the oxygen humidifier, follow the instructions provided by the manufacturer. If none are provided, follow these steps: clean the humidifier every day. Wash it in soapy water and rinse it with a solution of ten parts water and one part vinegar. Rinse thoroughly with hot water and refill with distilled water to the level shown on the humidifier.

Event description:
The consumer states after 4 days of using the concentrator, there are fiber particles coming from the concentrator going into the humidifier bottle. No injury is alleged.